Event description:
Additional information was received from the consumer via the manufacturing representative (rep). The rep reported they learned of the event from the managing physician's office when the office asked the rep to contact the patient. The rep spoke with the patient's friend/family member on (B)(6) 2020 and was informed the patient has a new patient appointment scheduled with a new doctor. The friend/family member reported it was "their fault the pump ran dry." The friend/family member reported they had a valve surgery recently and had other things going on and they just "forgot" about the patient's refills. The friend/family reported they were hard of hearing and they were unsure if the pump was alarming. No further information was available at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient's pump had been empty since the first or second week in (B)(6) 2020. It was noted that the patient could not get anyone to fill the pump. The patient's insurance changed and the current healthcare provider (hcp) would not fill the pump. The patient found a new hcp that was willing to see the patient, however, the new hcp was requiring a referral from the previous hcp and the patient's family could not get anyone from the previous hcp's office to call them back about a referral. No patient symptoms were reported and no further complications were reported or anticipated.